Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The field service representative (fsr) went on-site to evaluate the suspect device. The fsr determined the most likely cause of the reported event is the main printed circuit board assembly (pcba) and turbine pcba. The fsr performed the operational verification procedure and reported the unit meets service specifications. The suspect component has been received by carefusion for further evaluation. Once a final investigation is completed, a supplemental report will be submitted.

Event description:
The customer reported while using the vela ventilator; the unit displays transducer fault alarm. The customer performed troubleshooting, but the issue was not resolved. The customer reported there is no patient involvement associated with the event.

Manufacturer narrative:
The vyaire failure analysis laboratory received the suspect main printed circuit board assembly for investigation. An evaluation of the component could be confirmed and duplicated. The pt 802 transducer has failed. This issue will be internally investigated within vyaire.